Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6) 2011, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was admitted to the hospital and medical center on (B)(6) 2008 because of cardiac problems. While hospitalized, the pt was administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. The pt passed on (B)(6) 2008.